Event description:
It was reported that during a lap low anterior resection, the knife of a powered echelon device loading the reported ecr45d stopped at the 1st firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? No information. If yes, was the cut line complete? Na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information. What was the product code and lot/batch number for the powered echelon stapler used with the ecr45d cartridge (ex. Pce45a, pse45a, or ple45a)? Pse45a.